Event description:
The customer called for help with her contour meter. She alleged that she performed a control test prior to calling and received a result of 63 mg/dl. The normal control range was 105-145 mg/dl. No adverse events were alleged. The customer did not have any test strips left that gave the low reading, so no product will be returned.